Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection surgery, on the first firing, the green button was pressed and when trying to fire, the stapler could not fire. They used another device to complete the case. There was no patient injury.